Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Cause was not known. It was reported that the customers family members brought them juice to drink to address bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl. Cause was not known. A manual dose injection was delivered to address bg. Additionally the patient received help from family members to bring them water and other fluids to drink to assist in lowering bg level. The customer reverted to manual injections for insulin therapy.